Manufacturer narrative:
No medwatch form was received. The reported field event of a set screw anomaly was confirmed. The anomaly was found to be due to silicone, septum material found inside of the rv set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in the difficulty of tightening and loosening of the set screw.

Event description:
It was reported that during a device upgrade, set screw was found to be stripped. The device was replaced.